Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic hysterectomy, the device¿s bag tore. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.